Event description:
Clinical study patient ID: (B)(6), crd_961. R599766601, r725474201 it was reported that on (B)(6) 2021, a 25mm amplatzer pfo occluder was implanted into a patient. On (B)(6) 2022, the patient was hospitalized with symptoms of facial paralysis and dysarthria. The patient was diagnosed with cerebral infarction, that was found by radio isotope (ri) examination. Previously implanted non-abbott linq was confirmed, however no atrial lacunar infarction from infarction folci was observed. On (B)(6) 2022, the patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of symptoms of facial paralysis and dysarthria, cerebral infarction was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.na.